Manufacturer narrative:
This complaint is not serial # dependent but rather refers to all aisys cs2 software version 11 units wherein the customer purchased the optional psvpro ventilation. Ge healthcare¿¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
While lab testing of aisys cs2 software version 11, it was noted, if the cycling procedure is used with psvpro ventilation mode, and if the patient stops spontaneously breathing, then the ventilator will not automatically provide backup ventilation.

Manufacturer narrative:
Upgraded aisys anesthesia devices and aisys cs2 anesthesia devices with psvpro spontaneous breathing modes do not provide the psvpro ventilation mode feature of transitioning to simv pcv backup ventilation mode. Psvpro spontaneous breathing modes do not provide the feature of transitioning to simv pcv backup ventilation mode for a patient who stops spontaneous breathing if the psvpro ventilation mode is in use prior to the clinician starting the cycling procedure. If a patient stops spontaneous breathing after the cycling procedure has delivered the sequence of lung recruitment breaths, the ventilator will not automatically provide backup ventilation. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 10/03/2018. The gehc internal field modification number is (B)(4).